Event description:
It was reported that the insulin pump alarmed no delivery during basal/bolus/fixed prime. Customer's blood glucose reading was 150 mg/dl. Customer's current blood glucose reading was 368 mg/dl. Troubleshooting was done. Insulin finally exited from tubing with manual plunger push and full set change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.